Manufacturer narrative:
The field service engineer (fse) observed the retic clearing solution pump not moving the retic clear reagent to the retic shear valve. The fse replaced the retic clearing solution pump and re-tubed the black I-beam tubing at the solution pump and resolved the fluid leak and the error messages. The fse also noted the aspiration needle bellow was draining slowly and bleached the waste pathway from the needle bellows through pinch valve vl16 and resolved the drainage issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the retic clearing solution pump. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported retic laser offset upper failure message and less than two milliliters of clear fluid leaked inside the unit, under the rockerbed, involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not affected. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.